Event description:
It was reported that the bd facsverse¿ 3l 8c system w/ acc kit leaked biohazard waste fluid outside the instrument during the sit flush. There was no adverse user or patient impact. The following information was provided by the initial reporter: "customer reports that the sit drips during sit flush." Is the leak fluid or air? Fluid. Was the leak contained within the instrument? Not contained. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 03mar2020 to date 03mar2022. ¿ complaint trend: there are 6 complaints related to a fluid leakage not contained within the instrument; date range from 03mar2020 to date 03mar2022. ¿ manufacturing device history record (DHR) review: DHR part #651155, serial # (B)(6), file # 651155-651155-z6511550336-100139999-13, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage not contained within the instrument was due to a worn v8 valve tubing. This tubing assists in the aspiration of waste fluid from the sit, and blockages within this tubing can lead to leakages and carryover. The customer had initially reported that the sit would drip during the sit flush operation and they required assistance. A tsr (technical service representative) suggested that the customer massage out any blockages within the v8 silicon tubing and explained how to do this. After massaging the tubing, the customer reported that the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as there were no parts replaced. While the leakage of biohazard can pose a risk of contamination, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes only and thus no patients were affected by this incident. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; ug: facsverse system user's guide, #23-11463-00, rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 12dec2013. Defective part number: n/a. Case comments: o (3/7/2022 11:51 pm) old value: null. New value: explained how to massage the v8 silicon tubing. Issue is solved. The instrument is working within specs. O (3/3/2022 7:31 am) suggested customer to massage the v8 silicon tubing. O (3/3/2022 7:30 am) customer reports that the sit drips during sit flush. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O tfs: 89227. O ID: libivd-ra-247 3.1.25. O reg status: ivd; ruo. O hazard: instrument temporarily inoperable. Source: sit fmea. O cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. O req link (tfs ID): n/a. O implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol, libivd-se-15-72p. O effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report, libivd-se-15-72f. O probability: 2. O severity: 2. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn v8 valve tubing. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn v8 valve tubing. During a remote consultation, a tsr explained how to massage the v8 tubing to the customer. After performing this repair, the customer reported that the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facsverse¿ 3l 8c system w/ acc kit leaked biohazard waste fluid outside the instrument during the sit flush. There was no adverse user or patient impact. The following information was provided by the initial reporter: "customer reports that the sit drips during sit flush." "1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? Not contained. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No."